Manufacturer narrative:
This report is filed may 24, 2016.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced pain at the implant site, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device.